Event description:
Consumer reported home burned down, per fire marshall cause was a heating pad left on consumer's bed. Contacted homedics when she saw recall flyer. Purchased more than 2 years and used regularly. No injuries, no one was home at the time of the fire, consumer contacted homedics when she saw recall flyer.

Manufacturer narrative:
Consumer beleives the unit was one of the recalled heating pad models. Unable to confirm as heating pad markings were destroyed in the fire.